Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 04/28/2023, the patient was taken to the hospital due to a hyperglycemia with diabetic keto acidosis; the patient experienced dizziness, slow reactions and was feeling unwell. At home they took a blood glucose reading which was 600 mg/dl and the cgm was reading 60 mg/dl . A friend of the patient took him to the hospital. The patient was treated with 40 units of insulin through pen and after 4 to 5 hours the bg values decreased. It was reported that the patient´s pump was working correctly. The patient was discharged the same day. At the time of the report the patient was totally recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.